Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01084. It was reported the patient experienced auto-reduction. Diagnostics revealed high impedance values for one of the scs leads (unknown which one). An sjm representative was unable to resolve the issue with reprogramming as stimulation was only "somewhat" effective. X-rays revealed possible lead migration per the physician. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01084.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01084. Additional information received identified the patient's scs leads were explanted and replaced on (B)(4) 2016. Effective stimulation was restored with the surgical intervention.